Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.0 x 28 mm xience xpedition stent in the mid left anterior descending (lad) artery and a 3.0 x 15 mm xience xpedition stent in the proximal right coronary artery (rca). On (B)(6) 2014, the patient presented to the emergency room with angina and was re-hospitalized. Troponin I was elevated. Non-st elevation myocardial infarction was diagnosed. Catheterization was performed and showed in-stent restenosis in the stent implanted in the proximal rca stent, stenosis in the proximal circumflex, and thrombus in a previously implanted non-abbott stent in the distal rca. Thrombectomy and revascularization were performed and the patient condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Myocardial infarction, stenosis and angina are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.